Event description:
Distributor reported that the device was in use with patient during bronchoscopy exam. During this procedure a thin piece of material (reported as plastic) was seen at the distal end of the tracheostomy tube which moved with patient breaths. No adverse effects reported. It is not known at this time whether tube was removed from use as a result of this issue or removed as scheduled.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.